Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and confirmed high results after periods of being in standby. This is consistent with the ratio pump. The fse replaced the ratio pump. However, there was increased imprecision and the fse also decontaminated the system which included cleaning the flowcell and replacing the carbon bridge. Identified failure mode: failure mode is unknown. Multiple parts were replaced and actions taken, any of which could have caused or contributed to the events. This MDR is related to another MDR 2050012-2014-00128 for a similar event on another date.

Event description:
The customer reported false high electrolyte test results for sodium, potassium, chloride and/or carbon dioxide were generated for one patient sample when using the unicel dxc 800 synchron system. The erroneous test results were not reported out of the laboratory. When the issue was noticed, the samples were repeated on another dxc in the lab and those results reported. There were no reports of death, injury or affect to patient treatment.